Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that would not work, and leakage. The following information was provided by the initial reporter: staff advise this IV luer was being inserted and on establishing flashback, successfully advanced. On withdrawal of introducer needle the flow stop valve did not activate allowing blood leakage from the cannula in site. Pressure applied distally while infusion line connected, then flow for IV infusion established. Cannula access was successful, however blood safety mechanism failed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that would not work, and leakage. The following information was provided by the initial reporter: staff advise this IV luer was being inserted and on establishing flashback, successfully advanced. On withdrawal of introducer needle the flow stop valve did not activate allowing blood leakage from the cannula in site. Pressure applied distally while infusion line connected, then flow for IV infusion established. Cannula access was successful, however blood safety mechanism failed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-232021-12-23. Investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received twenty-three unopened units and one opened, retracted unit. The unopened units were tested for leakage; however, the retracted unit could not be tested under this method as the needle would need to be reinserted (this could damage the septum) and it may contain potential bio contamination as it had been opened and retracted. The septum of the opened unit was inspected for damage that may result in leakage and inspected for any damage to the adapter or actuator. Initial visual observation of the unused units revealed that all components were present and intact. Prior to testing, the unused units were inspected for the actuator being pushed through the septum and no defects were found. The unused units were tested for leakage beyond the septum and no leakage was observed. The opened unit was then inspected for any damage to the catheter adapter assembly and no damage was observed. Additionally, the actuator was found to be in the unactuated position and the septum was seated properly. Since all units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a blood control feature that would not work, and leakage. The following information was provided by the initial reporter: staff advise this IV luer was being inserted and on establishing flashback, successfully advanced. On withdrawal of introducer needle the flow stop valve did not activate allowing blood leakage from the cannula in site. Pressure applied distally while infusion line connected, then flow for IV infusion established. Cannula access was successful, however blood safety mechanism failed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.